Event description:
It was reported that the customer went the emergency room (ER) due to a blood glucose (bg) level 550 mg/dl and a high ketone level; cause was unknown. Bg was addressed via intravenous insulin. Reportedly, customer was released on the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.